Manufacturer narrative:
We received one 131f7 catheter without monoject 1.5cc limited volume syringe and without the packaging or pressure monitoring device for examination. The reported event of "waveform was not correct" was not confirmed. No fault messages showed up on the laboratory vigilance ii monitor when the catheter was connected. The thermistor was found to read 36.9 c when submerged into a 36.9 c water bath. Thermistor temperature reading accuracy is +/- 0.3c per vigilance manual. The thermistor circuit was continuous, there were no open or intermittent conditions. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. The catheter body was free of kinks or indentations. A review of the manufacturing records indicated that the product met specifications upon release. The reported event was not confirmed. Although the cause of the complaint could not be determined, there was no indication of a manufacturing defect noted during the analysis. No actions will be taken at this time.

Event description:
It was reported that the md thought the reading of the waveform was not correct. It was later indicated that the swan catheter was giving readings, but the waveforms and pressures were not changing along with the position changes of the catheter. The patient was not treated off the numbers because it was identified there was an issue with the catheter and it was exchanged. No patient complications reported.